Event description:
A customer contacted beckman coulter inc. (Bci) stating that a bilirubin calibrator kit was received with one broken vial. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.